Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} a 3.5mm hex drive was returned and evaluated against the complaint. Visual inspection found the tip of the shaft to be fractured. The fractured piece was not returned along with the remainder of the device. Discoloration was also observed on the grip. The connector has been scuffed and rings of wear were observed on the shaft. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hex drive broke during surgery. The broken piece was recovered. A second device was not needed to complete the procedure as the fractured device happened after the device was used/needed. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.